Event description:
In 2004 the pt underwent a procedure for l4, l5 and s1, and a titanium hard rod was implanted. The rod broke at the connection to the collar. Two months later the rod was removed from the pt.